Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (current 292-344 mg/dl). The past bg levels was not provided. The customer thought that there may have been a "clog" in the infusion sets and change out the tubing. As the events had occurred in the past, troubleshooting could not be performed to confirm if the tubing was the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot the current high bg. The customer was to change out the infusion set and deliver a bolus to address the high bg.